Event description:
The pt underwent the cvs procedure at 11.3 weeks gestation. One transcervical pass was made. The pt experienced premature rupture of membrane at 13 weeks with resultant of oligohydramnios and a spontaneous pregnancy loss at 15 weeks.